Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer provided a blood glucose (bg) of 380 mg/dl and indicated that the bg level was in the 300 mg/dl range throughout the time of events. Reportedly, the customer successfully resumed insulin delivery on the pump, and also had manual injections available as alternate insulin therapy.